Manufacturer narrative:
Section d information references the main component of the system: product ID 3889-28 lot# v907125 serial# implanted: 2012 (B)(6) ex planted: 2016 (B)(6) product type lead h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported a patient was experiencing uncomfortable stimulation and a lack of symptoms relief. The healthcare provider (hcp) tried different electrode configurations and could not find a comfortable setting that provided the patient with symptom relief. The entire system was removed and replaced on 2016 (B)(6). The system was returned to the manufacturer. The implantable neurostimulator (ins) indication for use was urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v907125, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Analysis of the implantable neurostimulator (B)(4) found that the ins was functionally okay and there were insignificant anomalies.

Event description:
No new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.